Event description:
Information was received indicating that the nurse had to re-program the cadd ms3 pump because the battery had run down" and it lost programming. The spouse also reports that the patient has had side effect of diarrhea that is controlled by medication. The patient had a ack up pump to resort to in order tor resume therapy. The patient is diagnosed with pulmonary arterial hypertension.